Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports of experiencing sensor error. Customer's blood glucose was 501 mg/dl, which was treated with a bolus delivery. After troubleshooting, it was found that cannula was bent at a ninety degree angle. Customer's blood glucose began to lower. Customer was advised that sensors would be replaced. No further information provided.